Manufacturer narrative:
The reported event was confirmed manufacturing related since only the manufacturing site can access the inflation notch. Visual evaluation of the sample noted one opened (without original packaging), used silicone foley catheter with a terumo syringe. Visual inspection of the sample noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with no leaks and the balloon rested for 30 minutes without leaks and passively deflated slowly without cuffing, returning 10ml of solution. The balloon was dissected to find that the inflation notch was not fully perforated. The inflation notch was not to penetrate drainage lumen and must be properly formed, inflation lumen no nicks allowed. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be incorrect setup. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 3rd day after placement. Per additional information received via email (B)(6) 2019, it was unknown how the catheter was removed from the patient, but the catheter balloon seemed to be intact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 3rd day after placement. Per additional information received via email 12nov2019, it was unknown how the catheter was removed from the patient, but the catheter balloon seemed to be intact.